Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The doctor tried three times to create suction. However, these treatments were aborted by the user without laser firing. The fourth attempt was finished successfully without any issue. The energy was stable during treatment day. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause could be identified. During technical onsite visit the field service engineer (fse) performed multiple depth verifications, the setting was found to be within specifications. No adjustment necessary. The treatment report shows the user operated surgery with the recommended standard flap thickness and energy settings. No abnormalities were found that could have contributed to reported event. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported an incomplete side cut during flap creation of the left eye. A blade was used to complete the lift.